Event description:
It was reported that a pre-filled lubrication jelly syringe leaked through its plunger while within the pack

Manufacturer narrative:
It was reported that a pre-filled lubrication jelly syringe leaked through its plunger while within the pack. The reporting facility indicated they believed that leakage occurred prior to pack sterilization as the spilled lubrication jelly was "sticky and dark in color." The procedure was reportedly delayed to breakdown and set up the room. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the reported problem/issue was confirmed where the cap of the pre-filled syringe came off. The root cause was determined to be mishandling of the pack at some point during its life cycle. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.